Manufacturer narrative:
Additional information received revealed that the tip of the cartridge was damaged and also patient details were provided. Also in the initial MDR, delay in procedure was not captured in h6: patient code. As a result the following fields have been updated: section a2: age/date of birth: 71. Section a3: gender/sex: male. Section h6: patient code: 3191 - delay in procedure. Device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed one complaint from this production order number, however the reported issue is unrelated to this reported complaint and no product deficiency was identified in that case. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Phone number: (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a defect when it was being inserted into patient's operative eye. The cartridge cracked when the doctor abutted the eye to the device to insert the lens. The lens was resistant and cartridge tip had contacted the eye. The lens was inserted and removed during the same procedure. The incision was enlarged and another lens was used to complete the surgery. There was a delay of 10 minutes in the procedure. The patient was prescribed routine medication. The daily activities of the patient is not significantly affected. No further information is provided.